Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that an md ordered a heparin bolus of 5000 units IV x 1, followed by a heparin drip at 12 units/kg/hr with a patient weight of (B)(6). The infusion began at 1041; the pump settings were checked by two nurses. At approximately 1230, the nurse noted that the heparin bag had approximately 125-150ml remaining, indicating an over infusion. The heparin drip was stopped and pump settings were checked, again confirming the settings were correct. The pump displayed the heparin drip at a rate of 1250 units/hr which was 25ml/hr. Vtbi was noted to be 459.7 mls. The patient required additional hours in the ER and repeated lab draws. There was no lasting harm.

Event description:
The customer stated that an md ordered a heparin bolus of 5000 units IV x 1, followed by a heparin drip at 12 units/kg/hr with a patient weight of (B)(6). The infusion began at 1041; the pump settings were checked by two nurses. At approximately 1230, the nurse noted that the heparin bag had approximately 125-150ml remaining, indicating an over infusion. The heparin drip was stopped and pump settings were checked, again confirming the settings were correct. The pump displayed the heparin drip at a rate of 1250 units/hr which was 25ml/hr. Vtbi was noted to be 459.7 mls. The patient required additional hours in the ER and repeated lab draws. There was no lasting harm.

Manufacturer narrative:
Additional information provided. No device will be returned per customer. An investigation can¿t be performed using the attached pictures alone because the device was not returned for failure investigation. The root cause of this failure was not identified.